Manufacturer narrative:
(B)(4). The 2.80x19mm graftmaster referenced is being filed under a separate medwatch MFR number. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined that a conclusive cause for the reported failure to seal the perforation and deflation issue could not be determined; however the reported difficult to remove and subsequent treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling;

Event description:
Subsequent to the previously filed medwatch, additional information indicates that the patient was admitted with dyspnea and chronic dihydrofolic acid (dhf). The 2.8x19mm graftmaster was inflated to 11-12 atm. Repeat angiography was performed and the perforation persisted. The patient became hypotensive and emergency pericardiocentesis was performed. The patients hemodynamics improved and the patient received levophed. Once the patient stabilized, a second graftmaster stent (2.8x16mm) was advanced toward the perforation and deployed more distally to the previous stent at 11 atm. Repeat angiogram was performed and there was persistent perforation. At this point the balloon was inflated to 6 atm and the patient received 80mg of protamine. After waiting 5 minutes, repeat angiography was performed and the perforation had sealed. An attempt was made to remove the graftmaster balloon from the stent but it would not fully deflate despite evacuation of all the contrast and applying negative pressure. While someone held the guide catheter, the physician pulled the stent balloon back, partially inflated, and finally the balloon was removed. Repeat angiography was performed again 10 minutes later and there was no evidence of perforation. There was a mild irregularity distal to the stented segment, but this was left untreated as it was deemed not clinically significant. The graftmaster did not cause or contribute to the irregularity. The patient was hypoxic and required oxygen during the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery. During use a graftmaster stent delivery system (sds) was inflated twice to 12 atmospheres and the graftmaster stent was successfully implanted in the target perforation; however, the sds balloon completely failed to deflate. A failed attempt was made to hold negative pressure for 90 seconds and remove the stent system but the balloon would not deflate; therefore, the balloon was withdrawn, with resistance and while inflated, back to the guide catheter and the sds and guide catheter were removed as a single unit. There was no difficulty removing the stylet or protective sheath from the device prior to use. The device was not prepped (air aspiration) outside the anatomy before use. No issues were noted during preparation before use. No other devices were required to treat the patient. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation as the stent remains in the patient anatomy and the delivery system was not returned; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that a conclusive cause for the reported deflation issue could not be determined; however the reported difficult to remove appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted the graftmaster rapid exchange coronary stent graft system, domestic, instructions for use states: pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. Additionally, the IFU states, "fully expand the stent graft by inflating to nominal pressure at a minimum." Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.